Manufacturer narrative:
Additional information: describe event or problem.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent implanted in the patient's pancreas on (B)(6) 2015 as part of e7089 short term pancreatic stenting, was scheduled to be removed on (B)(6) 2015. Reportedly, the patient had a history of pancreatic stones, sludge, debris and acute pancreatitis of any etiology prior to stent placement. According to the complainant, on (B)(6) 2015, the patient underwent stent placement procedure to treat impaired pancreatic drainage. The anatomy of the pancreatic duct was normal based on the intraprocedural pancreatogram recorded before stent placement. A prior biliary and pancreatic sphincterotomy were not performed. However, during the procedure, a biliary sphincterotomy was performed with sphincterotome, and was done after the study stent placement. Additionally, a pancreatic sphincterotomy was also performed and no previous placed stents, neither biliary nor pancreatic were removed during this procedure. Contrast was injected into the entire length of the pancreatic duct until the tail of the pancreas. During the procedure, the pancreatic duct was dilated 7mm and the advanix pancreatic stent was satisfactorily implanted across the stricture via 0.035 inch guidewire. There were no adverse events noted during the 48 hour and week 1-6 follow-up visits on (B)(6) 2015 respectively. On (B)(6) 2015, during the attempted stent removal procedure, an undesired complete distal migration of the previously implanted stent was noted. An intraprocedural pancreatogram was then recorded just after the attempted stent removal and revealed no evidence of ductal trauma or stricture at the edge of where the stent was located. There were also no evidence of ductal changes in the stented region. On the same day, a biliary reintervention was performed wherein a new advanix 9cm 7fr pancreatic stent was placed. ***updated ctsenr received from (B)(6) on 15july2016** the stent migration was initially deemed a device malfunction by the study site. However, the site has reconsidered and has made the update that the event is not a device malfunction, just simply an event.

Manufacturer narrative:
The reported lot number could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time. (B)(4). Stent migration post procedure. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix¿ pancreatic stent implanted in the patient's pancreas on (B)(6) 2015 as part of e7089 short term pancreatic stenting, was scheduled to be removed on (B)(6) 2015. Reportedly, the patient had a history of pancreatic stones, sludge, debris and acute pancreatitis of any etiology prior to stent placement. According to the complainant, on (B)(6) 2015, the patient underwent stent placement procedure to treat impaired pancreatic drainage. The anatomy of the pancreatic duct was normal based on the intraprocedural pancreatogram recorded before stent placement. A prior biliary and pancreatic sphincterotomy were not performed. However, during the procedure, a biliary sphincterotomy was performed with sphincterotome, and was done after the study stent placement. Additionally, a pancreatic sphincterotomy was also performed and no previous placed stents, neither biliary nor pancreatic were removed during this procedure. Contrast was injected into the entire length of the pancreatic duct until the tail of the pancreas. During the procedure, the pancreatic duct was dilated 7mm and the advanix¿ pancreatic stent was satisfactorily implanted across the stricture via 0.035 inch guidewire. There were no adverse events noted during the 48 hour and week 1-6 follow-up visits on (B)(6) 2015 respectively. On (B)(6) 2015, during the attempted stent removal procedure, an undesired complete distal migration of the previously implanted stent was noted. An intraprocedural pancreatogram was then recorded just after the attempted stent removal and revealed no evidence of ductal trauma or stricture at the edge of where the stent was located. There were also no evidence of ductal changes in the stented region. On the same day, a biliary reintervention was performed wherein a new advanix¿ 9cm 7fr pancreatic stent was placed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an advanix¿ pancreatic stent implanted in the patient's pancreas on (B)(6) 2015 as part of e7089 short term pancreatic stenting, was scheduled to be removed on (B)(6) 2015. Reportedly, the patient had a history of pancreatic stones, sludge, debris and acute pancreatitis of any etiology prior to stent placement. According to the complainant, on (B)(6) 2015, the patient underwent stent placement procedure to treat impaired pancreatic drainage. The anatomy of the pancreatic duct was normal based on the intraprocedural pancreatogram recorded before stent placement. A prior biliary and pancreatic sphincterotomy were not performed. However, during the procedure, a biliary sphincterotomy was performed with sphincterotome, and was done after the study stent placement. Additionally, a pancreatic sphincterotomy was also performed and no previous placed stents, neither biliary nor pancreatic were removed during this procedure. Contrast was injected into the entire length of the pancreatic duct until the tail of the pancreas. During the procedure, the pancreatic duct was dilated 7mm and the advanix¿ pancreatic stent was satisfactorily implanted across the stricture via 0.035 inch guidewire. There were no adverse events noted during the 48 hour and week 1-6 follow-up visits on (B)(6) 2015 respectively. On (B)(6) 2015, during the attempted stent removal procedure, an undesired complete distal migration of the previously implanted stent was noted. An intraprocedural pancreatogram was then recorded just after the attempted stent removal and revealed no evidence of ductal trauma or stricture at the edge of where the stent was located. There were also no evidence of ductal changes in the stented region. On the same day, a biliary reintervention was performed wherein a new advanix¿ 9cm 7fr pancreatic stent was placed.